Event description:
Discordant, falsely elevated c-peptide (cps) results were obtained on an advia centaur xp instrument on three patient samples. The discordant results were released to the physician(s). The samples were repeated on the same instrument and resulted as expected. The corrected results were reported to the physician(s). It is unknown if there are reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cps results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that the results were obtained in error. The system was configured by the operator to manually dilute the samples by 10. The operator did not perform dilution, but the results were multiplied by a factor of 10. The cause of the discordant, falsely elevated cps results is user error. The instrument is performing according to specifications. No further evaluation of the device is required.